Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the patient states that she is not getting relief from stimulation. She stated pain is the same with stimulation on and off. Per the implanting physician, he sent patient to get an x-ray and lead migration was noted. Per the patient, she doesn¿t know how the movement occurred. She denies falls, lifting, pilot pushing anything. Per the patient and physician, the patient is to decide if she wants to have a lead revision as she is approximately 2 months post op, or be referred for a lami lead placement. Patient states she needs to think about it. A surgical intervention is planned; however, has not been scheduled.